Manufacturer narrative:
The fe arrived on site and investigated the instrument for the reported issue. The fe identified was unable to reproduce the error. While on site, the fe cleaned plunger and lld spring. The fe performed splld checking procedure and tested the summit with oas user software. The instrument was tested without problem.

Event description:
The ortho summit sample handling system instrument reportedly did not pipette sample and did not generate an error message. No death or serious injury was associated with this incident. (B)(4).